Event description:
It was reported that the physician suspected that the radio oblique marker band on the subject coil was misaligned. There were no reported clinical consequence to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned along with a competitor microcatheter. Visual examination of the returned device revealed that the main coil was physically broken at the detachment zone, the main coil was not returned. Procedural fluid was noted within the competitor catheter hub. Based on the information currently available it is probable that procedural factors encountered during the procedure limited the performance of the device contributing to the analyzed main coil break. Measurement of the distance between the distal end of the coil and the proximal end of the ro marker was performed according to the manufacturer¿s standard procedure. It was confirmed that the measurement fell within specifications and the reported radio oblique misalignment was not confirmed.

Event description:
It was reported that the physician suspected that the radio oblique marker band on the subject coil was misaligned. There were no reported clinical consequence to the patient due to this event.